Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation uniklinikum heidelberg informed cook on 16feb2023 of an event with coda lp balloon catheter (rpn: coda-2-9.0-35-120-32; lot 14633646). The patient required treatment in the pelvis and the physician intended to block the aortic artery for a short time using the coda balloon catheter. The physician obtained access in the patient's arm and placed a cook 9 french sheath (rpn: kcfw-9.0-38-70-rb-raabe). The vessel was not significantly tortuous, and no calcification was present in the vessel. The coda balloon catheter could not be advanced through the cook 9 french sheath. The physician reported dissatisfaction with product packaging description in regard to compatibility sizing. The coda balloon catheter was removed, and a competitor's balloon was used to complete the procedure. The patient was reported to be okay after the procedure. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device coda balloon catheter and the kcfw sheath/dilator combo were returned to cook for evaluation the coda balloon would not pass through the kcfw sheath. No damage observed to the sheath/dilator combo or the coda balloon catheter. The inner diameter of the kcfw sheath and the outer diameter of the coda balloon catheter were both within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14633646 revealed no related non-conformances. No other complaints have been reported against this product lot. Cook also reviewed product labeling. The IFU t_codalp_rev3 packaged with the device contains the following in relation to the reported failure mode: product recommendations introducer sheath selection: for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon introduction and inflation 2.advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. Evidence provided by the complaint facility, DHR, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded unintended use error caused or contributed to this event. A definitive cause for the failure is due to the product label not clearly indicating which introducer sheath to use with the appropriate catheter sheath. The physician incorrectly assumed using the same size sheath and catheter would be compatible together. However, per the IFU of this device, it indicated the minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter to be used together. An updated label has been submitted and approved. The new label will include the graphic as requested by the user. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient required treatment in the pelvis and the physician intended to block the aortic artery for a short time using a cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32). The physician obtained access in the patient's arm and placed a cook 9 french sheath (rpn: kcfw-9.0-38-70-rb-raabe). The vessel was not significantly tortuous, and no calcification was present in the vessel. The cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32) could not be advanced through the cook 9 french sheath. The physician reported dissatisfaction with product packaging description in regard to compatibility sizing. The cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32) was removed and a competitor's balloon was used to complete the procedure. The patient was reported to be okay after the procedure.